Manufacturer narrative:
Per the clinic, the patient experienced wound breakdown and infection along the implant incision site, exposing the receiver/stimulator. Subsequently, the patient was treated with multiple rounds of antibiotics (type, date and duration not reported). Reimplantation is planned but had not taken place at the time of this report. Additional information has been requested but has not been made available as of the date of this report.

Event description:
Per the clinic, the device was explanted on (B)(6) 2024 due to unknown reason. It is unknown if there are plans to reimplant the patient as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.